Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with the information needed to reset the pump, and a follow-up confirmed that the reset was completed, resolving the malfunction.